Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between october 27-28, 2020. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (08) exactamix 250 ml eva tpn bags had hair on the port. This was observed after filling. However, it was unspecified if patient was involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.